Manufacturer narrative:
Multiple attempts were made to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint from the customer reporting the v60 ventilator was not securely connected to the universal stand. The device was not in clinical use. There was no report of harm or other patient or user impact. The device did not meet specification for intended use and was removed from service. A philips remote service engineer (rse) evaluated the issue with the biomedical engineer (bme) and confirmed the reported issue. The rse advised the customer part replacement was necessary. The rse provided details for the following replacement parts: thumbwheels, foot kit, central processing unit (cpu) tray cover, base assembly, and foot retention plate. The investigation is ongoing.